Event description:
It was reported to boston scientific corporation in 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure three days prior. According to the complainant, the prolieve "catheter broke" during the bph procedure. The physician completed the procedure with another prolieve thermodilatation kit. There were no complications and the pt is fine. To date, our attempts to acquire additional info have been unanswered.

Manufacturer narrative:
The lot number is unknown; consequently, the device manufacture date and expiration date are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.